Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and another handpiece was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Evaluation of the reported medical device was not conducted as the medical device has not yet been returned to the manufacturer as of submitting this report. If the device is returned to the manufacturer, an evaluation will be conducted and a follow-up report will be sent.